Manufacturer narrative:
The reported event of ¿lead could not be back loaded with wire¿ was confirmed. A complete lead was returned in one piece. Visual and x-ray inspections of the lead found the inner coil was damaged at the distal region consistent with procedural damage. The guidewire insertion test was unable to be performed due to damaged inner coil, as received. The cause of the reported event was due to damaged inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to implant, it was noted that the left ventricular (lv) lead failed to have the guidewire inserted. The lv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.